Manufacturer narrative:
Investigation summary: bd received 100 samples and 4 photos for investigation. Visual inspection of both does show what appears to be foreign matter(fm), as brown spots can be seen on the tubes. After visual inspection of the tubes that are on the outside row of the shelf pack, one tube was found to be broken at the top. The additive leaked out causing the appearance of brown fm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for broken tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes, foreign matter (fm) was observed in 2 tubes. There was no health impact or consequences reported.